Event description:
It was reported the display on the epg (external pulse generator) was "bad." The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Lcd (liquid crystal display) is out of specification (bleeding display). Upper and lower cases, battery drawer, ring cover, and two side bail covers are broken. Battery release and lead flex cover are contaminated. Battery contacts are compressed. The ring is missing. Keyboard pad has a cosmetic issue.